Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump experienced saturated flows when powered on during patient support. As a result of the noted issue, the pump was removed and replaced with another impella 5.5 pump. There was no patient harm.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported saturated flow issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.